Event description:
There was an allegation of questionable elecsys hcg+beta results for 1 patient sample on a cobas e 411 analyzer. On (B)(6) 2025, the initial result was 227.3 miu/ml. On (B)(6) 2025, the new sample was from the patient and the result was 0.1 miu/ml the sample was repeated and the result was 451.3 miu/ml.

Manufacturer narrative:
The reagent lot number is 838105. The expiration date was not provided. The alarm trace showed multiple liquid level alarms. The field service engineer (fse) found that the pipettor assembly was out of alignment and repaired it. An instrument check and qc was performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.